Manufacturer narrative:
The device evaluation also found the adhesive on the light cover glass and optical cover glass was worn/failed, the distal end cap failed, the distal end adhesive was worn/failed, angulation in the up/down/right direction was not to specification, the air and water channel volume failed due to a blockage, water flow failed due to a blockage, and water removal was not to specification due to clogging of the nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had an aspiration problem. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, foreign debris was found protruding from the air/water nozzle . There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation and from the information obtained, it could not be determined what the foreign material was or the definitive root cause of why the material remained in the device. The event can be detected/prevented by following the instructions for use: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.